Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving bupivacaine, morphine and clonidine via an implantable pump. The indication for use was non-malignant pain. It was reported that the healthcare provider was trying to refill the pump, and they struggled to get the reservoir to empty but were able to eventually get the expected 6 ml out. They then had difficulty getting the medication to go into the pump. The caller stated that they had already attempted to hold back with negative pressure using an empty syringe to aspirate any possible air out of the pump. Troubleshooting options were discussed. The caller stated that a colleague may have had some success filling the pump while they were troubleshooting and said she would call back if she needed further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the cause of the difficulty refilling the pump was unknown. In regards to actions/interventions taken to resolve the issue, there were repetitive attempts to remove air/drug. At the time of this report, the pump remained implanted and in service.